Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing threshold measurements and non-capture at maximum output. The patient was conducting at a heart rate in the 40 beats per minute (bpm) range. A surgical revision was performed to reposition the lead. After several attempts, the helix would no longer extend or retract, and pacing impedance measurements were greater than 3000 ohms. The patient was re-implanted with a new system on the right side. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and slightly stretched; and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.